Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, renal disease, pulmonary embolism, urinary tract infection and cholecystitis. Previously administered products included for an unreported indication: terconazole. Concurrent conditions included overweight, palpitations, edema, painful urination, dysuria, vaginal itching, gerd, runny nose, sinus congestion, postnasal drip, lymph nodes cervical swollen, dry cough, shortness of breath, vomiting, sweaty, pulmonary thromboembolism, renal disease and bladder infection. Concomitant products included oral contraceptive nos since 2010 for birth control as well as acetylcysteine (sateritt n), aciclovir (acyclovir), atorvastatin calcium (lipitor), brompheniramine maleate;dextromethorphan hydrobromide;pseudoephedrine hydrochloride (robitussin allergy and cough), bupropion hydrochloride (wellbutrin), clonazepam, cyclophosphamide, escitalopram oxalate (lexapro), famotidine, furosemide (lasix), guaifenesin (mucinex), levothyroxine sodium (levothyroxin), lisinopril, losartan, medroxyprogesterone acetate (provera), metronidazole, mycophenolic acid, prednisone, progesterone, sulfamethoxazole;trimethoprim (bactrim ds), sulfamethoxazole;trimethoprim (bactrin) and warfarin. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and mood swings ("mood swings"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"). On (B)(6) 2015, the patient experienced genital haemorrhage ("irregular bleeding/ gen. Abnormal. Bleed") and depression ("depression"), 1 year after insertion of essure. On (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced bacterial vaginosis ("bacterial vaginosis (bv)"), vaginal infection ("vaginitis/ vaginal infection") with vaginal discharge, vulvovaginitis ("vulvovaginitis") and urinary tract infection ("uti (urinary tract infection)"). On (B)(6) 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"), anxiety ("anxiety/ psych injury/anxiety"), ovarian cyst ("ovarian cyst (right-side)/cyst caused sharp pains") with adnexa uteri pain, abdominal pain ("abdomen pain"), abdominal pain lower ("mild abdominal cramping/dull/ achy feeling sometimes/ abdominal pain lower "), abdominal discomfort ("discomfort"), pain ("pain"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems") and was found to have ovarian germ cell teratoma benign ("tumor / teratoma / cancer type: ovarian teratoma"). The patient was treated with surgery (essure removal and ovarian cyst right side removed). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, dyspareunia, anxiety, depression, mood swings, vaginal haemorrhage, menorrhagia, bacterial vaginosis, vaginal infection, vulvovaginitis, urinary tract infection, ovarian cyst, weight increased, fatigue, alopecia, abdominal pain, abdominal pain lower, abdominal discomfort, bladder disorder, urinary tract disorder and ovarian germ cell teratoma benign outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, alopecia, anxiety, bacterial vaginosis, bladder disorder, depression, dyspareunia, fatigue, genital haemorrhage, menorrhagia, mood swings, ovarian cyst, ovarian germ cell teratoma benign, pain, pelvic pain, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vaginal infection, vulvovaginitis and weight increased to be related to essure. The reporter commented: five coils were noted. The procedure was repeated on the contralateral side with 7 coils noted. Essure insertion date discrepancy: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Computerised tomogram abdomen - on an unknown date: unpacified urinary bladder is partially distended, with nonspecific wall thickening. Uterus is retroverted, anteflexed and otherwise unremarkable. Bilateral tubal occlusive devices are present. Impression: nonspecific thickening of the wall of the urinary bladder. Cystitis should be excluded clinically, small hiatal hernia. Hysterosalpingogram - on (B)(6) 2015: results: full tubal occlusion. On (B)(6) 2015, hysterosalpingogram revealed full tubal occlusion and there was no leaking. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: abnormal uterine bleeding. Concerning injuries reported in this case the following ones were described in patient medical records: it confirms events as vaginitis , vulvovaginitis, anxiety, depression, abnormal uterine bleeding, bacterial vaginosis, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, renal disease, pulmonary embolism, urinary tract infection and cholecystitis. Previously administered products included for an unreported indication: terconazole. Concurrent conditions included overweight, palpitations, edema, painful urination, dysuria, vaginal itching, gerd, runny nose, sinus congestion, postnasal drip, lymph nodes cervical swollen, dry cough, shortness of breath, vomiting, sweaty, pulmonary thromboembolism, renal disease and bladder infection. Concomitant products included oral contraceptive nos since 2010 for birth control as well as acetylcysteine (sateritt n), aciclovir (acyclovir), atorvastatin calcium (lipitor), brompheniramine maleate;dextromethorphan hydrobromide;pseudoephedrine hydrochloride (robitussin allergy and cough), bupropion hydrochloride (wellbutrin), clonazepam, cyclophosphamide, escitalopram oxalate (lexapro), famotidine, furosemide (lasix), guaifenesin (mucinex), levothyroxine sodium (levothyroxin), lisinopril, losartan, medroxyprogesterone acetate (provera), metronidazole, mycophenolic acid, prednisone, progesterone, sulfamethoxazole;trimethoprim (bactrim ds), sulfamethoxazole;trimethoprim (bactrin) and warfarin. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and mood swings ("mood swings"). In november 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"). On (B)(6) 2015, the patient experienced genital haemorrhage ("irregular bleeding/ gen. Abnorm. Bleed") and depression ("depression"), 1 year after insertion of essure. On (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced bacterial vaginosis ("bacterial vaginosis (bv)"), vaginal infection ("vaginitis/ vaginal infection") with vaginal discharge, vulvovaginitis ("vulvovaginitis") and urinary tract infection ("uti (urinary tract infection)"). On (B)(6) 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"), anxiety ("anxiety/ psych injury/anxiety"), ovarian cyst ("ovarian cyst (right-side)/cyst caused sharp pains") with adnexa uteri pain, abdominal pain ("abdomen pain"), abdominal pain lower ("mild abdominal cramping/dull/ achy feeling sometimes/ abdominal pain lower "), abdominal discomfort ("discomfort"), pain ("pain"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems") and was found to have ovarian germ cell teratoma benign ("tumor / teratoma / cancer type: ovarian teratoma"). The patient was treated with surgery (essure removal and ovarian cyst right side removed). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, dyspareunia, anxiety, depression, mood swings, vaginal haemorrhage, menorrhagia, bacterial vaginosis, vaginal infection, vulvovaginitis, urinary tract infection, ovarian cyst, weight increased, fatigue, alopecia, abdominal pain, abdominal pain lower, abdominal discomfort, bladder disorder, urinary tract disorder and ovarian germ cell teratoma benign outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, alopecia, anxiety, bacterial vaginosis, bladder disorder, depression, dyspareunia, fatigue, genital haemorrhage, menorrhagia, mood swings, ovarian cyst, ovarian germ cell teratoma benign, pain, pelvic pain, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vaginal infection, vulvovaginitis and weight increased to be related to essure. The reporter commented: five coils were noted. The procedure was repeated on the contralateral side with 7 coils noted. Essure insertion date discrepancy: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Computerised tomogram abdomen - on an unknown date: unpacified urinary bladder is partially distended, with nonspecific wall thickening. Uterus is retroverted, anteflexed and otherwise unremarkable. Bilateral tubal occlusive devices are present. Impression: nonspecific thickening of the wall of the urinary bladder. Cystitis should be excluded clinically, small hiatal hernia. Hysterosalpingogram - on (B)(6) 2015: results: full tubal occlusion. On (B)(6) 2015, hysterosalpingogram revealed full tubal occlusion and there was no leaking . Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: abnormal uterine bleeding. Concerning injuries reported in this case the following ones were described in patient medical records: it confirms events as vaginitis , vulvovaginitis, anxiety, depression, abnormal uterine bleeding, bacterial vaginosis, ovarian cyst quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2020: pif received: case become serious incident, essure removal done, surgery was added to event pelvic pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.